Event description:
The pump connected to the nasogastric tube frequently indicates that the tube is obstructed, despite checking and washing the tube. Staff were present to verify that the patient was not intentionally blocking the tube. The pump and tube were changed, but without success. This is a fairly random event, with no causal link to a specific event. Causal link with a specific event. Other tca (tricyclic antidepressants) patients on the ward are not affected by this adverse event. Patient's current condition: risk of worsening undernutrition for the patient. Actions taken in the care facility to manage the patient: increased monitoring of feeding, unsuccessful pump + tube change. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).